Event description:
While setting-up to insert an arterial catheter, the clinician was putting the pressure tubing transducer set together when the tubing spontaneously came apart at the junction of the needless port. The line never reached the patient. We plan to return the device to the manufacturer for testing.